Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive when attempting to clear an alert. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received whit no button response due to unlock keypad connector. Unit received with minor scratched display window, cracked battery tube threads, reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.